Event description:
The heads are shearing off the screws when they are being inserted into the bone.

Manufacturer narrative:
Based on the investigation performed the root cause of the reported failure (screw heads shear off) is attributed to too high torsional forces during application. Indications for material or manufacturing related problems were not found in the investigation. Based on statistical evaluation there is no indication for any device related issue.